Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardioverter defibrillator had decreased r-wave sensing, high pacing impedance, and a battery performance alert. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the patient's implantable cardioverter defibrillator was explanted. The patient was stable throughout.